Event description:
The patient heard a sound from her ICD then became syncopal. During a follow-up, the iegm memory was full and the reported event could not be seen. The device was showing 13 vf ther- apies, but these episodes also could not be seen, although the impedances from implant were available. The battery voltage on the fastpath showed 2.5v, but when checked it was less than 2.2v. The device was found in backup mode. Three days later, the device and lead were replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported event of device reset was verified in the laboratory. Noise on the rv lead caused continued hv charging which resulted in battery depletion. Due to the noise, the device eventual ly delivered hv therapy, resulting in a damaged output circuit. The battery depleted low enough to trip the por circuit, resulting in back-up vvi mode.